Event description:
A customer reported receiving a minimum fill notification when attempting to reload their insulin pump cartridge. There was no adverse impact to the customer's blood glucose level. Initially, attempts to reload the same cartridge failed, even after cleaning the pump's pneumatic tap area. Technical support instructed the customer to follow the proper loading technique with a new cartridge, which resolved the issue. The customer successfully loaded a new cartridge onto the pump and resumed insulin use.